Event description:
It was reported, that "the cuff leaked." There was no reported injury and/or change in therapy. The involved device(s) have not been returned to the mfg facility for analysis and investigation as of the date of this report. Please reference medwatch report #2029387-2000-106;2029387-2000-116;2029387-2000-117; and 2029387-2000-118 for additional events involving the same pt.